Event description:
During a clinical literature review, there was no indication of the occurrence of a spinous process fracture during an x-stop procedure reported. No other info was available at this time.

Manufacturer narrative:
Method- other; routine literature search. The filling of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.